Manufacturer narrative:
The field report of helix mechanism issue was confirmed. A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead was returned with the helix retracted and clogged with blood. X-ray inspection found the inner coil over-torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to blood in the helix region and over-torqued of the inner coil.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited helix mechanism issue resulting in failure to extend the helix. The ra lead was removed and replaced. The patient was in stable condition.